Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 389 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patients pod was removed. The patient reports having bleeding at the pod infusion site (arm). The patient was treated with intravenous fluids, antibiotics, tylenol and an insulin drip. The patient was discharged from the hospital after 1.5 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.